Event description:
Agfa submitted MDR report #1225058-2010-00001 to the FDA on june 7, 2010 for a site in the us. A 13th occurrence is being reported for the same issue/same device: impax cv resulted management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. Within this 13th occurrence are 28 different study dates in which an individual MDR report will be submitted for each associated study date and medical record number (mrn). Currently, 30 reports contain this incorrect finding information.

Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurence of rmat customization has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: incorrect measurement method being populated in finding sentence: the finding sentence referring to ava by planimetry has been changed to import the ava measured by vti. Potential impact: an incorrect method for obtaining to ava will be imported, leading to a potential incorrect area by vti. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference #z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. (B)(6).